Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed that there were no extra background applications running, no extra bluetooth devices, and had attempted to pair transmitter with several sensors. No additional patient or event information is available.